Event description:
A baxter representative contacted corporate product surveillance to communicate a report received from a peritoneal dialysis nurse (pdrn) in regards to a y-set. The pdrn reported that the minicap on the y-set had strips on it. On (B)(6) 2010 product surveillance spoke with the pdrn who stated that the home patient (hp) stores the y-sets in his car because he drains while he is at work. The pdrn stated she noted the sample y-set provided by the hp was still warm and with a little extra effort she was able to strip the y-set. The pdrn stated she believed the y-sets were stripping because they get too warm and soft when the hp uses them. The pdrn stated that she advised the hp to store the y-sets in a cooler if he continued to keep them in his car. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Event description:
Penile implant had hole in reservoir -noted prior to implanting. Uf# (B)(4) .

Manufacturer narrative:
(B)(4). One used y set was received with dark blue connector attached and no cap on patient connector in reference to the reported condition of damaged. A lab titanium adapter was functionally hand tightened without difficulty to the transfer set and the y set was connected for pressure testing underwater. No leak was noted. During visual inspection no abnormalities were noted. The complaint could not be confirmed in the lab. A batch review was not performed due to unknown lot number. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.